Manufacturer narrative:
This report is submitted on august 6, 2020.

Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted on (B)(6) 2020. The patient has not been reimplanted with a new device as of the date of this report.